Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implantation, the iol was noticed to have a crack. The surgeon chose to implant it so that the patient would not be left aphakic. Next week the surgeon plans on performing an iol exchange. Additional information has been requested.